Event description:
Customer reported having an adverse event/harm of high blood glucose with ketones in the blood. High was treated with manual injections. Customer said what led up to the high was having a critical pump error 53. Pump will be replaced. Customer declined further troubleshooting. Pump was used within 48 hours of the high. Smartguard was used. No further patient complications were reported. The customer discontinued to use of the pump. Mmt-1886 was returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were no boluses listed on the event date 15-dec-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 15-dec-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 255750 (25.575 u). Dailytotalofbasalinsulindelivered: 255750 (25.575 u). Dailytotalofbolusinsulindelivered: 0 (0 u). There were no autosuspend alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 15-dec-2024 in the pump history file. (B)(6) 2024 21:42:45.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2024 21:52:01.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2024 22:07:49.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024 22:17:00.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024 22:38:04.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024 22:48:00.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024 01:17:48.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024 01:27:00.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6) 2024 20:12:42.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:22:00.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:29:26.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:30:15.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:37:53.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:47:55.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus (B)(6) 2024 08:47:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2024 08:57:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2024 09:13:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2024 09:23:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2024 13:53:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). (B)(6) 2024 23:24:00.000 alarmalertnotification (40). Faultnumber: changebatteryfault (73). (B)(6) 2024 23:55:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). (B)(6) 2024 00:05:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). (B)(6) 2024 00:06:04.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). (B)(6) 2024 00:06:16.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). (B)(6) 2024 00:06:24.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). (B)(6) 2024 18:03:50.000 alarmalertnotification (40). Faultnumber: softwareerror (53) (linenumber: 2668, filenumber: 647). (B)(6) 2024 02:55:50.000 batteryremoved (55). (B)(6) 2024 02:55:50.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 03:02:50.000 batteryinserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. [Per freger, mark ¿ r&d engineer: the pump history has 2 instances of pump error 53. Pump error 53 (filenum/linenum=14/1232) was triggered in dm_motorbasalminuteeventprocess() function since basal update response from motor was missed 2 times in a raw - suspecting the hw pump error 53 (filenum/linenum=647/2668) was triggered in preparewhitelistdeviceforadd() function due to ble devices whitelist overflow - suspecting the sw.] Nodelivery alarm not confirmed. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) not confirmed. Changebatteryfault (73) not confirmed. Offnopower (11) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump error 53 confirmed problem isolated to the electronic assembly and software anomaly. Please see below pertaining to svn (B)(4) and event date 03-nov-2024. There were no "no delivery alarm" noted on the event date 03-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 03-nov-2024 in the pump history file. (B)(6) 2024 20:43:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2024 21:05:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2024 21:15:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2024 23:01:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2024 23:11:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780) (B)(6) 2024 17:23:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 1:04:59 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Alarm-a353-pump error 53 confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed (insulin flow blocked alarm not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.